Manufacturer narrative:
H.6. Investigation summary visual examination was carried out the returned samples and photos and a broken non patient end of cannula was observed on all three samples. Due to the condition the samples were returned no clog testing could be carried out. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was clogged on 3 occasions before use. The following information was provided by the initial reporter: customer reported that drug didn't come out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32ga 4mm 14bag 700case jp was clogged on 3 occasions before use. The following information was provided by the initial reporter: customer reported that drug didn't come out.